Manufacturer narrative:
Section b5 corrected it was reported to abbott, a patient¿s ipg was approaching the end of life. The device was still operable. Surgery took place where the ipg was explanted and replaced. During the procedure the physician was unable to connect the extension to the ipg despite multiple attempts and using the insertion tool. The physician ended the surgery as there was still high impedance. The physician plans to schedule another surgery to replace the extensions. Surgery is pending scheduling. A DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. The device history record was reviewed; there were no non-conformances or rework associated with this part # 600016992 (8ch,sjm inf coiled ext kit, 60cm, cm black batch # 6546698 serial# (B)(6)and model 6372.based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during an elective ipg replacement procedure, it was noted that both extensions had high impedances and procedure was extended. Troubleshooting was unable to resolve this issue. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07275. It was reported that during an extended procedure it was noted that both extensions had high impedances. Troubleshooting was unable to resolve this issue. Surgical intervention may be undertaken to address this issue.